Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a blank display. Device had alarmed unexpected restart alarm and reset the device. Customer's blood glucose was unknown. Device had alarmed an off no power alarm without a low battery alert prior. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.